Event description:
On 09/08/99, a fax was received from a MFR representative with the following information. On 09/03/99, the MFR was notified that on 08/30/99, the facility experienced a "spiral dissection" with this device. This device was selected to engage the right coronary artery during ptca procedure after diagnostic angiogram. A clearly spotted spiral dissection occurred prior to the first injection of contrast from the ostial right coronary right down to the bifurcation of right ventricle branch. The device was used with another MFR's 3.0mm balloon, jr4/7f guide catheter, and guidewire. The lesion site was the right coronary artery with 0.8% lesion stenosis with a proximal location in the vessel of less than 2 bends, moderate and little or no lesion calcification. The device has been returned to the MFR for evaluation and the cause of this event is currently under investigation. No further information is available at this time.